Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, one endeavor sprint drug eluting stent was implanted in the lad. Approximately 34 months post the index procedure, it is reported that the patient died. Cause of death was given as non cardiac (asphyxia ). It was reported the patient was murdered. Investigator indicated the event was not related to the device. Cec has adjudicated the patient death as cardiac.